Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaw of the reload was open. Functional testing noted that the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the instrument misfired. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the device partially fired. Visual inspection noted that the reload was partially fired and the interlock was engaged. The sled and staples were visible at the cut line. Staple pushers were visible at the cut line. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. The manufac turing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: concomitant products: sigphandle, sig power sigphandle handle, (serial #unknown); sigpshell, sig power sigpshell control shell, (lot #unknown); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastrectomy, it fired with no problem, and the surgeon did not intend to release the button, but the firing stopped in the middle, and the user did not intend to press the up button, but the knife returned. Treatment intervention was not performed or was unnecessary. There was no patient injury.